Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the pacemaker exhibited undersensing which resulted in automatic mode switch (ams) episodes. No intervention was reported. The patient experienced no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.